Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons became slow to respond after the patient went swimming. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/15/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/24/2013 with the following findings:the keypad was found to be torn at the ok button. During testing, the down arrow, ok, and contrast keypad buttons were found to be intermittently unresponsive; the up arrow button responded appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display. A test screen was inserted and was found to function properly. Moisture was found inside the battery compartment. A leak test was performed and confirmed the battery compartment leak. The pump case was removed and no further evidence of moisture was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.